Manufacturer narrative:
Concomitant medical products: dtmb1d4 crtd, implanted: (B)(6) 2018; 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of shortness of breath. An examination found that patient's left ventricular (lv) lead had been plugged into the right atrial (ra) lead port, while the ra lead had been plugged into the lv port. The leads were reprogrammed and a lead revision is scheduled. The ra and lv leads remain in use. No further patient complications have been reported as a result of this event.